Event description:
In situ automatic implantable cardioverter defibrillator emitting high frequency tone. Explanted and replaced.

Event description:
Add'l info rec'd from MFR 2/13/01: MFR's analysis of the device confirmed the reported tones and the rapid battery depletion. During the course of the analysis, the battery was replaced to allow for further testing. Once the battery was replaced, the device underwent a reset to the factory nominal paramters. Further testing and simulation did not recreate the reported anomaly and the root-cause of the malfunction could not be identified. The device was implanted in 2000 and removed in 2000. The total implant duration for the ICD system was 1.6 mos.